Event description:
On (B)(6) 2012 the patient/lay-user's friend or relative contacted lifescan (lfs) alleging that the patient was experiencing issues with his one touch ultra2 meter testing in the settings mode and using the incorrect language. The complaint was classified based on the customer care advocate (cca) documentation. The patient's reporter reported that the alleged issues with the subject meter began on (B)(6) 2012, at 8:30 pm. He stated that the patient manages his diabetes with metformin pills and due to the alleged issue he tested with his mother's meter (unknown result) and then took his medication. The patient's reporter claimed at 11 pm, after the alleged issue started, the patient felt shaky and lightheaded. In response to his symptoms, the reporter stated that the patient had more food and drink. The reporter also informed the cca that they were informed by the patient's doctor to take him to the hospital, so they were leaving as they ended the call. During the initial call with customer service, the agent noted that both issues were resolved after educating the patient's reporter on proper testing technique to be used and walking her thru correcting the meter's settings. Replacement products were sent to the patient. This complaint is being reported because the patient's reporter claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia and the patient may have allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.